Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded 3 untreated episodes and several atrial fibrillation (af) detections with the same configuration. The untreated events include t markers where the sense detection interrupts the sequence. Technical services (ts) reviewed the device data and discussed there is extreme decrease in r-wave in the episodes and it is potentially supraventricular tachycardia (svt). In addition, upon review of the latitude data, there was one inappropriate shock observed from 2023. It was advised to try to reproduce the decrease in r-wave and further troubleshooting options were provided. Additional information was provided. It was mentioned that the patient was seen in-clinic for an ergometry test and the system impedance was observed at 85 ohms, which is within normal range. Noise was easily reproduced in secondary and alternate vectors and, during cycling, there was slow ventricular tachycardia (vt) and recognizable undersensing. As a result, the patient was scheduled for a transvenous implantable cardioverter defibrillator (ICD) implant and was advised to not exercise until the implant procedure. The s-ICD remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded 3 untreated episodes and several atrial fibrillation (af) detections with the same configuration. The untreated events include t markers where the sense detection interrupts the sequence. Technical services (ts) reviewed the device data and discussed there is extreme decrease in r-wave in the episodes and it is potentially supraventricular tachycardia (svt). In addition, upon review of the latitude data, there was one inappropriate shock observed from 2023. It was advised to try to reproduce the decrease in r-wave and further troubleshooting options were provided. The s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded 3 untreated episodes and several atrial fibrillation (af) detections with the same configuration. The untreated events include t markers where the sense detection interrupts the sequence. Technical services (ts) reviewed the device data and discussed there is extreme decrease in r-wave in the episodes and it is potentially supraventricular tachycardia (svt). In addition, upon review of the latitude data, there was one inappropriate shock observed from 2023. It was advised to try to reproduce the decrease in r-wave and further troubleshooting options were provided. Additional information was provided. It was mentioned that the patient was seen in-clinic for an ergometry test and the system impedance was observed at 85 ohms, which is within normal range. Noise was easily reproduced in secondary and alternate vectors and, during cycling, there was slow ventricular tachycardia (vt) and recognizable undersensing. As a result, the patient was scheduled for a transvenous implantable cardioverter defibrillator (ICD) implant and was advised to not exercise until the implant procedure. The s-ICD remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this oversensing has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling.